Event description:
Reportedly, while using the device for routine pt monitoring, the screen was observed to be blank and svc was displayed. It was reported that there were no adverse affects to the pt.